Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not giving insulin. The customer¿s blood glucose level was unknown. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Insulin pump received with cracked reservoir tube lip. Insulin pump passed the delivery accuracy test at 0.0876 inches.